Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2015 and tvt was implanted concurrently with cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, urgency, nocturia and vaginal discharge. It was reported that the patient underwent excision of permanent suture; excision of granulation tissue, possible anterior repair, cystoscopy on (B)(6) 2016 by (B)(6).